Event description:
The reporter stated that the stopcocks were leaking from a hole in the top. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed the investigation into this issue. A follow up MDR will be submitted when the investigation has been completed.